Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014 and received several unsuccessful cavity integrity assessment (cia) tests. The physician then performed a hysteroscopy and visualized a small perforation in the middle of the uterus. The patient received blood clotting medication and was admitted into the hospital overnight for observation. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complainant device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).